Event description:
It was reported following a percutaneous transluminal angioplasty (pta), an angio-seal sts plus was selected for use. A 6f terumo sheath was used during the procedure. A pre-deployment angiogram found mild calcification at the puncture site. Following the angio-seal deployment, the physician felt strong resistance when pulling the device/sheath assembly. The device/sheath assembly could not be pulled out. The puncture site was surgically opened, and the device was removed. The anchor was found deployed inside the artery. The puncture site was sutured and hemostasis was achieved. Antibiotics were given to the patient. The patient remains hospitalized. The sales representative stated during revisit with the physician, the physician held both sides of the cap during dry model deployment.

Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually inspected and functionally tested. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The anchor was located at the sheath distal tip; the anchor position was consistent with partial deployment; no other visual anomalies were noted. The anchor was grasped and the suture fully extracted; no functional anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined.